Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they went to the ER for hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose over 400 mg/dl while wearing the pod for an unspecified duration of use. Symptoms reported include ¿not feeling well¿. The patient was treated with intravenous fluids and frequent glucose checks. Additionally, the patient mentioned the event took placed when they woke up from a nap and their blood sugar was over 250, starting to climb to over 400. The patient self-administered a bolus, but their bg level would not come down. The patient placed a new pod before seeking medical attention. The patient was released the same day from the ER. It was also reported the patient received an alarm for automated delivery restriction during the event.